Manufacturer narrative:
The implicated product is a 9.5 fr. Dual lumen catheter with tissue ingrowth cuff and collagen cuff in a peel-apart percutaneous introducer system. The product received for evaluation is a 10.3 inch length of dual lumen catheter. The tubing has been severed .5 inches proximal to a blood and tissue impregnated tissue ingrowth cuff. The proximal portion of the catheter was not received with the complaint sample. A visible flattening of the outer diameter is found 4.4 inches from the proximal end and extends distally .3 inches. A longitudinal slit approx. .2 inches long is situated near the mid-point of the flattened outer diameter. Both lumens are filled with dried blood from the area of flattened outer diameter and continuing to the catheter's distal tip. Four individual depth markers are printed on the blue radiopaque stripe with the 4-dot marker located the most proximal, 1.3 inches distal to the tissue ingrowth cuff. Hemostat-like impressions are visible .1 inches proximal to the dacron cuff. A lot history review reveals no related mfg issues and one similar complaint for this lot. The additional complaint was confirmed, user-related. Tactual exam is remarkable for the flattenting of the outer diameter, exaggeration of the self found inthe flattened outer diameter and dried blood. Under 10x magnification the slit is positioned along the wedding separating the two lumens. The edges of the slit are even and regular, however the walls are rough and grainy. The outer diameter opposite the slit presents as dull and worn. This combined damaged is consistent with blunt trauma associated with clavicle/first rib compression. Water flows from the slit when both lumens of the catheter are flushed individually using a 12cc syringe armed with a moderate size blunt connector. Attempts to flush each lumen individually with the slit occluded by finger pressure are unsuccessful. Aspiration of each lumen with the slit below water level is not successful. The distal lumen is flushed free of large clots when flushing with the slit below water level is not successful. The distal lumen is flushed free of large clots when flushiing water with 12cc syringe and blunt connector through the distal valve. Attempts to flush through the proximal valve in this fashion are unsuccessful. Fifteen power exam of the catheter's proximal end confirms serrated hemostat impressions with small non-penetrating perpendicular slits and gouges. A small gouge is also found at the 4-dot depth marker. This damage may have occurred during device removal. Under 21x magnification, the proximal end is even with a flat, striated and reflective face suggesting the tubing had been severed with a sharp instrument such as a scalpel. This may have been done by the user to render the product non-functional. The complaint of occluded catheter is confirmed. It should be recorded as user-related as it is secondary to penetrating blunt trauma caused by clavile/first rib compression. This is a complication

Event description:
The catheter was placed 11/14/96 on the left side for chemotherapy. The line became occluded. Coumadin was used with no success. The catheter was removed on 3/26/97.